Event description:
It was reported that the patient underwent a stress test to try to reproduce an episode of undersensing that was seen on a non-sustained tachycardia which lasted for only a few beats. The right ventricular (rv) lead also had t-wave oversensing (twos) during elevated heart rates. It was noted that the patient is active and gets rates up to 200 beats per minutes. The rv lead sensing configuration was reprogrammed. Within approximately two weeks after the rv lead was reprogrammed the lead integrity alert triggered with short interval counts (sic) and several non-sustained tachycardia and there was intermittent twos. Further reprogramming was done and the rv lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of this indicated oversensing due to non-physiologic signals/sic (sensing integrity counter), 2 "lfp" episodes of <(><<)> 220 ms v-v cycle are recorded on (B)(6) 2013.

Event description:
It was further reported that during the patient's recent device check everything appeared normal until the right ventricular (rv) lead threshold testing. During the threshold test the lead started t-wave oversensing (twos), but only during the test. The sensitivity for the lead was adjusted and the lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Concomitant product: d354drm implantable cardioverter defibrillator (B)(6) 2012.